Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed alerts for device reset occurred and software upgrade was required alert. The software upgrade was performed and the device was reprogrammed. The patient tolerated the procedure well.